Event description:
In 2002, customer alleges the bed unintentionally raised by itself. The customer claims the bed will raise as a phantom operation and will not do this all the time. No injuries were reported.